Event description:
Customer reported the insulin pump alarmed no delivery twice and experienced occasional high blood glucose over past several weeks. Customer's blood glucose was over 600 mg/dl. Customer reported the alarm was resolved with a complete set change. Blood glucose also lowered to normal. Troubleshooting was performed. High pressure was not performed due to customer did not have tubing clamp. Customer was advised to monitor blood glucose and treat accordingly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.